Event description:
Per the clinic, the patient experienced a chronic postauricular soft tissue cellulitis (specific date not reported). Subsequently, the patient underwent a skin revision surgery and the abutment was replaced on (B)(6) 2021.